Manufacturer narrative:
Calibration data from (B)(6) 2021 was stable. Quality controls were stable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the rinse unit probe and reagent probe. The reagent probe arm and sample probe arm were greased. The gear pump pressure was adjusted and the cuvette rinse level was determined to be acceptable. Probe adjustments were checked and a system reagent concentration was checked. A system cleaning reagent was replaced. Calibration and controls were ok. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 32.4 umol/l and this value was reported outside of the laboratory. The physician questioned the result since it was discordant with a previous result from the patient, so the sample was repeated. The repeat result was 79.7 umol/l. The creatinine reagent lot number was 536644. The reagent expiration date was requested, but not provided.